Manufacturer narrative:
The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states.¿ however; the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had a reset alarm. The customer assisted with setting the time and date, rewind and prime process.the customer was assisted with clearing the check settings alarm. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the displacement and self test. No unexpected reset alarm anomalies noted. However, device received with broken reservoir tube lip, missing reservoir tube o ring, cracked belt clip slot and broken battery tube threads. The test infusion set and reservoir does not lock into place due to broken reservoir tube lip.